Manufacturer narrative:
Kinked tubing.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient due to an inhalation autozero failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the ventilator diagnostic log history confirmed a vent inop occurrence due to an inhalation autozero failure. Upon evaluation of the ventilator, the manufacturer's service technician reported the ventilator failed extended self testing (est) with the ventilator closed. The service technician reported the ventilator passed est when the upper and lower ventilator enclosures were separated, concluding that a pressure tube was kinked when the enclosures were assembled together during use. The service technician had recently completed service on the ventilator. The service technician rerouted the pressure tube to address the reported problem. Applicable final testing was completed and passed per operating specifications. This issue was induced during previous service by the manufacturer's service technician.